Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-may-13. It was reported that when the patient had a new pump put in they were overdosing and withdrawing. It was noted that the patient suffered terribly.

Manufacturer narrative:
(B)(4) is in reference to the reported posterior reversible encephalopathy syndrome. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the food and drug administration (FDA) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had the pump replaced and immediately had issues following surgery. It was noted that hours after getting the pump refilled that the patient seized, experienced a stroke and was administered narcan. It was reported that the patient had posterior reversible encephalopathy syndrome that caused total blindness and eventually lead to the patient's death. It was noted that the manufacturer was contacted numerous times regarding the issue and when a device manufacturer representative checked the pump nothing was found to be wrong, but the consumer knew that it was the pump or the contents of it. No further complications have been reported as a result of this event.